Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular over-sensing determined to be myopotential oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended but not made as the patient was no longer being followed at the reporting facility but told to find a device clinic. The patient was asymptomatic and stable.

Event description:
New information notes one additional episode of non sustained right ventricular oversensing determined to be myopotential inhibition was detected. The low frequency attenuation filter was turned off. The patient was to continue being monitored. There were no adverse consequences.

Event description:
New information notes the patient was brought into clinic and told to cough. Baseline noise increase appearing to be diaphragmatic myopotentials were observed. The healthcare professional determined no programming changes were necessary as the events were very rare. The patient was to continue with remote at home monitoring.